Event description:
Balloon tracar was inserted into patient; when removed the surgeon noted the balloon was ruptured. The balloon pieces were intact on trocar; the patient experienced no known injury/adverse effect. The involved balloon trocar was impounded, sent to central sterile supply, and subsequently returned to manufacturer for inspection.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: actual device involved in incident was evaluated. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: yes. Corrective actions: device returned to manufacturer/dealer/distributor. Invalid data - on device destroyed/disposed of status.